Event description:
The facility reports they were lifting a patient out of the bath. When the hoist reached its highest position, it snapped off and fell into the bath with the patient (approximately 3 feet). No injuries were reported.